Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient¿s ins had been shocking them since 4 ¿ 5 months after the ins was originally implanted in (B)(6) 2008. The caller reported that they could not figure out why the patient was getting shocked. The ins was explanted on (B)(6) 2016 due to the shocking when the patient was also receiving hip surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of a patient on 2017-jun-23. They did not know the patient¿s weight. No further complications were reported/are anticipated.